Event description:
On 12/19/96, the facility or buyer contacted a MFR rep and reported that the device was defective. No further info is available at this time.

Manufacturer narrative:
Further communication with the facility o.r. Consignment inventory manager, on 1/22/97, revealed that difficulty was experienced with the sheath. Another device was available to complete the surgery without incident. The device was returned to the MFR and has been analyzed as follows: the device received was consistent in design with the catalog number reported, however, the introducer kit was not received. The device catheter is 15" long. Holes, cuts or tears were not seen on the silicone tube. This unit was patent and did not leak when pressurized. A trend analysis was performed on similar incidents involving this catalog number and has not identified any trends. He facility's report of a defective device is inconlcusive. Based on the info available,and due to the unavailability of the device introducer for analysis, no conclusion can be drawn as to the cause of this event. The facility will be notified of co's review of this incident. The MFR is now closing its file on this event.